Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure, the capsure device was used to fixate the mesh. It was reported that on the first trigger the device did not release a fastener and on the second trigger two fasteners came out intertwined which were removed from the patient's body. The user removed the device from the patient to clear it and found the device to then work properly deploying 3 fasteners successfully. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device deployed two fasteners at the same time. The subject device is said to be available, however has yet to be returned for evaluation. Review of photos provided finds two fasteners fixated to mesh, one of the fasteners that is present has a second fastener deployed into the peek cap and the fastener coil appears to be stretched. Photos do not assist in determining root cause. Based on the information provided and without having the sample to evaluate, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the capsure device deployed two fasteners at the same time. The subject device is said to be available, however has yet to be returned for evaluation. Review of photos provided finds two fasteners fixated to mesh, one of the fasteners that is present has a second fastener deployed into the peek cap and the fastener coil appears to be stretched. Photos do not assist in determining root cause. Based on the information provided and without having the sample to evaluate, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. H11: this supplemental MDR is submitted to document the sample evaluation results and to correct the UDI. The evaluation of the device returned could not reproduce the reported event. The device functioned as intended during simulated use testing, deploying the last three remaining fasteners with no issues. A definitive cause as to why the device deployed 2 fasteners at once as seen in the photo provided in use could not be determined. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure, the capsure device was used to fixate the mesh. It was reported that on the first trigger the device did not release a fastener and on the second trigger two fasteners came out intertwined which were removed from the patient's body. The user removed the device from the patient to clear it and found the device to then work properly deploying 3 fasteners successfully. There was no patient injury.